Event description:
Precis: unannounced alteration to manufacturing process/materials of acuvue oasys soft contact lenses leads to irritation, inflammation, and ocular damage (gpc, corneal erosion). Severity: low prevalence: extensive (large number of anecdotal reports, e.g. (B)(6)) I've been wearing acuvue oasys soft contact lenses for 15+ years without incident. Circa january 2024, johnson & johnson altered the manufacturing process or materials used in the manufacture of said lenses. Use of the new lens version consistently resulted in ocular inflammation, pain, large amounts of mucus discharge, etc. This took place rapidly (2-6 hours of wear). No changes to contact solution (biotrue) occurred. Suspecting infection, I removed contacts, wore only glasses, and treated myself with 1% neomycin ophthalmic 2x daily for 12 days. I discarded the new contacts, purchased a new contact case, and sterilized it via steam exposure ~10 minutes. I wore a fresh, unopened pair of the new contact lenses once again, and once again encountered the same symptoms very rapidly. I have no history of allergic response or idiopathic inflammation of the eyes. An internet search indicated that these experiences were possibly widespread (again, e.g., (B)(6)). While the data is anecdotal, it is sufficiently prevalent to be worth investigation. I recommend acquisition of the newer contact lenses (teal and white internal packaging) and examination of them. It is clear that, despite j&j's claims, some alteration in their manufacturing process has occurred. Were the new lenses tested in even a small, brief clinical trial, their lack of safety would become rapidly apparent.